Event description:
This is a spontaneous report by a physician from (B)(4) of peritonitis in a patient (age and gender not reported) while receiving dianeal pd1 therapy. This is one of multiple reports from the same reporter. On an unreported date, the patient experienced peritonitis manifested by cloudy dialysate. Treatment and outcome were not reported. Action taken with dianeal pd1 therapy was reported as temporarily withdrawn. Peritoneal dialysis was reported as ongoing. The reporter considered the event of peritonitis to be possibly related to dianeal pd1 therapy. Additional information was requested but had not been received at the time of this report.

Manufacturer narrative:
(B)(4). If additional information becomes available, a follow up report will be submitted. As the patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.